Event description:
No additional event information.

Manufacturer narrative:
Conclusion summary: on (B)(6) 2019, it was reported that the device would not hold steady pressure. It would keep pumping. The customer returned an a.t.s. 3000 tourniquet device, serial number(B)(4). For evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated a.t.s. 3000ts tourniquet serial number(B)(4). As documented in the repair reports. Product review of the a.t.s. 3000 tourniquet on (B)(6) 2019 revealed that the device functioned normally. The reported pressure issue was unable to be reproduced. The battery age was not indicated and the quick reference cards were damaged. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on january (B)(6) 2019 which included replacement of the battery and quick reference cards. A.t.s. 3000 tourniquet, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device functioned normally. The reported pressure issue was unable to be reproduced. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device functioned normally. The reported pressure issue was unable to be reproduced. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a.t.s. 3000 tourniquet would not hold steady pressure and kept pumping but there was no risk reported in the event. No adverse events were reported as a result of this malfunction.